Event description:
An implant form was received confirming that the patient underwent a full revision surgery (explant and replacement of both the leads and the generator) due to the high impedance event and prophylactic replacement of the generator battery. The explanted product has not been received to date; however, the explant facility is historically known to not return any explants to the manufacturer per their facility protocol. No other relevant information has been received to date.

Event description:
The physician referred a patient for revision surgery due to a suspected lead break. The patient reported that there was no trauma to check or chest; however, they woke up one morning with left neck pain and swelling. The physician reported that that x-rays were reviewed, and that there appeared to be a lead break where the wire for the coils connect to the main wire. The physician ordered an additional x-ray and a ultrasound of the neck to determine the cause of the issue. After reviewing the x-ray and ultrasound, the physician believed that the lead was 100% broken. The physician believes that the left neck pain and swelling are related to the reported lead break. The physician reportedly suspects either the lead was not on the vagal nerve originally or that a small blood vessel in the area spontaneously burst and caused the sudden swelling and lead break. It was noted that the patient has been doing excellent with the vns since, and that the patient's seizures had been significantly reduced. It was noted that the patient's device was turned off and that the patient has seen an increase in seizures as a result. The ap and lateral neck and chest x-rays were received and reviewed by the manufacturer. Based on the images provided, the feedthrough wires appeared intact at the connector pins, and the lead pins were fully inserted. The device was placed in the patient¿s left chest per labeling. The lead was observed in the neck and chest. The lead wires appeared intact at the connector pins. In the portions of the lead visible, no gross lead fractures or other anomalies were observed. Additionally, four electrode coils were observed in the x-ray, two coils from a previously implanted lead and two coils from the current lead. The previous lead appears to have been explanted around 2-3 inches from the previous electrode coils. The previous and newly implanted electrode coils do not appear to be both implanted in the same location. No known surgical intervention has occurred to date. No other relevant information has been received to date.